Event description:
It was reported that during the implant procedure the patient experienced an cardiac tamponade as a result of the right ventricular (rv) lead coronary perforation. A pericardiocentesis and transfusion was performed, and the patient was administered catecholamines. The rv lead remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).